Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends for the reported issue for this product. Root cause: unable to determine; source: online review.

Event description:
Reported two false negative sars results. The consumer communicated the result was confirmed by molecular (pcr testing).